Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that after a da vinci-assisted surgical procedure, instrumentalist nurse commented that while cleaning the instruments after the procedure last procedure of the day ((B)(6) 2025), she identified the maryland bipolar forceps exhibited exposed thin silver cables. The instrument was reported and had still 11 remaining uses. The procedure was completed with no reported injury.